Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet.however, the technical support advised to replace the regulator and if the issue is not resolved to back track what was replaced and maybe some tubing or part was incorrect.vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the vela ventilator that they are getting a high pip (low peak inspiratory pressure) when the o2 (oxygen) is over 50%. When troubleshooting,the new regulator was also drifting down in pressure. The reporter confirmed that there is no patient involvement associated on this event.